Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted during a coronary artery bypass graft (CABG) procedure. The console then indicated that there was a catheter restriction. Troubleshooting did not resolve the issue. A second iab was inserted, but the console again indicated that there was a restriction. The console was switched with a different one but this did not resolve the issue either. A third iab was inserted and used to continue therapy although there was a fiber optic sensor failure. There was no patient harm or adverse event reported. This record is for the 1st iab used in this event. Two additional reports will be submitted for the 2nd and 3rd iabs.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and within the statgard sleeve. The extender tubing was also returned. No kinks or physical damage was observed. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump for two hours which represents one complete autofill cycle. The iab pumped normally, no alarm sounded. The reported event cannot be confirmed by the evaluation as the iab performed as intended. We were unable to duplicate the clinical settings. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.